Manufacturer narrative:
A ge representative evaluated the system and replaced the cine drive and the fluoro functions board. (B) (4).

Event description:
The customer reported the cine disk cannot be accessed and system displayed a collimator iris error. No pt injury was reported.